Event description:
It was reported that the patient experienced hyperglycemia (>600 mg/dl). The patient was treated successfully at home with insulin injection and pump therapy. It was also reported that insulin was found in the cartridge compartment.

Manufacturer narrative:
High blood glucose was reported without the need for medical intervention. At the same time, it was alleged that insulin was found in the cartridge compartment. The pump was returned to animas for evaluation. Evaluation revealed no damage to the cartridge compartment and no visible evidence of moisture in the compartment. The cartridge was returned to animas for evaluation as well. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks and foreign material prior to release for distribution. The returned cartridge passed visual inspection with no damage or defect noted to the luer connection, o-rings, or reservoir. A leak test was performed without any failures detected. The complaints against the pump and/or cartridge could not be verified or duplicated.